Manufacturer narrative:
B3: date of event: the date of event is unknown in december 2025, and 01 dec 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received with an attached user facility mandatory medwatch report number: (B)(4) with regards to a spinning spiros® closed male luer, red cap in which it was reported that they attached the spiros easily to the b channel but when they opened the roller clamp, chemo began to spew out of the spiros on the side and liquid got onto the tubing, chip, and pump. They quickly held the chemo bag over the connection to block the spray and closed the clamp, stopping the flow. Chemo residue was on the pump and no liquid chemo sprayed onto the patient or on the medical professional. It causes one hour delay for patient therapy. A whole new bag and set up was provided. The patient involved was not harmed.

Manufacturer narrative:
Updated information in d9 - device available for evaluation, concomitant product. Correction in b2- outcomes attributed to ae null, h6 (health effect - impact code). The device was discarded and is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The device history record (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.